Event description:
It was reported that during a percutaneous coronary intervention, the balloon ruptured and detached. The target lesions were located in the proximal and mid right coronary artery (rca). The proximal rca was 90% stenosed and severely calcified. The mid rca was 100% stenosed. A non bsc balloon was advanced to the proximal rca and inflation was performed; however, dilation was not successful and the stenosis remained at 90%. The 3.0x15mm nc quantum apex (ncqa) balloon catheter was then advanced and during the first inflation, the balloon ruptured at 20atms. During removal of the ncqa, it was noted that approximately one-third of the balloon material had detached. At an unspecified time, a non bsc guide wire and non bsc catheter were advanced. The devices were removed together and the balloon fragment from the ncqa was found stuck on the distal end of the non bsc catheter. No fragments remain inside the patient. Dilation attempts were not successful and the procedure was not completed. The patient is scheduled for rotablator rotational atherectomy in another hospital on an unknown date. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the nc quantum apex device was returned with an unidentified guide wire. There was blood in the balloon and the wire lumen of the catheter. Microscopic examination of the balloon identified that a complete circumferential tear was present in the balloon near the distal end. The distal end of the shaft, including the tip, was separated 2 mm from the tip bond. The distal portion of the balloon, tip, and both markerbands were stuck on the guidewire. The distal portion of the balloon was bunched up. The maximum outer diameter of the guidewire was consistent with a .014" guidewire. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon ruptured and detached. The target lesions were located in the proximal and mid right coronary artery (rca). The proximal rca was 90% stenosed and severely calcified. The mid rca was 100% stenosed. A non bsc balloon was advanced to the proximal rca and inflation was performed; however, dilation was not successful and the stenosis remained at 90%. The 3.0x15mm nc quantum apex (ncqa) balloon catheter was then advanced and during the first inflation, the balloon ruptured at 20atms. During removal of the ncqa, it was noted that approximately one-third of the balloon material had detached. At an unspecified time, a non bsc guide wire and non bsc catheter were advanced. The devices were removed together and the balloon fragment from the ncqa was found stuck on the distal end of the non bsc catheter. No fragments remain inside the patient. Dilation attempts were not successful and the procedure was not completed. The patient is scheduled for rotablator rotational atherectomy in another hospital on an unknown date. There were no additional patient complications reported and the patient's status is good.